Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The patient had a bronchoscopy to remove the capsule. The patient was transferred and spent one day in the ICU after the capsule was extracted from the lung. No repeat procedure was done. There was nothing unusual about the patient or the procedure, and an endoscopy had been performed prior to the procedure that showed the esophagus to be normal. There was no user harm.

Manufacturer narrative:
Regulatory report 9710107-2022-00041 is a duplicate of regulatory report 9710107-2021-00003. All the future additional information of 9710107-2022-00041 will be processed under this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient attorney alleged that during the ph testing with the bravo reflux capsule, the bravo capsule went defective and patient experienced injury. As per the medical records, the patient was undergoing evaluation of gastroesophageal reflux disease (gerd) with an upper endoscopy (egd)/ph probe being placed. The bravo capsule with delivery system was introduced through the mouth and advanced into the esophagus, such that the bravo ph capsule was positioned 32 cm from the incisors. The bravo capsule was deployed and attached to the esophageal mucosa. The probe did not deploy properly and was later on observed to be in the oropharynx. The patient took a breath and we suspect she aspirated the probe into the trachea. Endoscopy was utilized for probe placement and diagnostic evaluation. Patient had significant coughing so intubated with 8 ett. The patient was intubated by an anthologist, received phenobarbital and succinylcholine pta [prior to arrival] and had an transferred to the hospital. The patients blood pressure was low 94/68 during transport. The patient was admitted to ICU for management of acute respiratory failure and mechanical ventilation. The chest x-ray showed partially radio dense object within left mainstem bronchus distally. The foreign body was removed by rigid bronchoscopy with no complications. The patient is stable post removal of foreign body, has been extubated and weaned to 4l nasal cannula. The patient was experiencing occasional bradycardia, isolated hypertension. The lab reports were remarkable except for metabolic acidosis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.